Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other relevant events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Doctor stated the patient had aseptic loosening of the tibia. He ended up removing the femur and tibia and replacing with triathlon ts. Patient complained of pain.